Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one adapter, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Engineering's visual inspection noted no abnormalities. Engineering's functional evaluation revealed open trace for the selector motor through continuity testing. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to open trace. A review of the device history record indicates this devices lot number was released meeting all quality release specifications at the time of manufacture. The observed failure was most likely caused by an internal break in connection on the bldc (brushless direct current) board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. A product enhancement has been implemented to prevent this condition from re-occurring. The file will be closed as a component error . Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) lobectomy. The first reload was successfully fired. However, when trying to assemble the second reload to the adapter, the handle indicator was blinking, and the blue light was on the 'status' mark. Another stapler was used to finish the procedure. No patient injury or involvement. No reinforcement material was used in conjunction with the stapling device.